Event description:
Patient reported that their dentist has advised them to stop aligner treatment and provided a letter of recommendation. In the letter the dentist states treatment should cease due to evidence of generalized root tip resorption.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.